Event description:
Customer stated the connection between the power supply and main board was overheated.

Manufacturer narrative:
Statspin centrifuge reported burned power supply connector to the main board. No injuries reported. No visible flames or smoke reported no fire department called, however, three is evidence of charred material. The unit evaluation upon service showed many parts worm out or broken. The pcb was replaced and other parts rebuilt to bring unit up to current safety standards.